Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the cause of the high impedance was not determined. The patient did not experience any falls or trauma. The impedance values were greater than 10,000 ohms. The electrodes with high impedance were being used for programming. The patient was reprogrammed and the patient still had adequate stimulation and pain relief.

Manufacturer narrative:
Product ID: 39565-65, lot# b0934475k , product type: lead. Product ID: 39565-65, lot# b0934475k, product type: lead. Product ID: 97702, serial# (B)(4), product type: implantable neurostimulator. Refer to manufacturer report number 3004209178-2016-12134 for other system.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The patient did not have adequate stimulation. The outcome was unresolved with no further action planned. Interventions included reprogramming. The device was interrogated and reprogrammed. The impedance of electrode 10 and 13 were greater than 10 ,000 ohms. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the lead which was connected to the implantable neurostimulator (ins). High impedance was already observed with the previous system implant without affect the stimulation. After replacement of the stimulator during the procedure impedances remained high, but stimulation was still effective, therefore no action was taken. No symptoms were experienced by the patient.